Event description:
It was reported that the patient was diagnosed with infection located in the scrotum. The infected inflatable penile prosthesis (ipp) was removed and a malleable penile implant was implanted. No further patient complications were reported in relation to this event.